Event description:
This report is being filed after the subsequent review of the following literature article, khashan m., and et al. Superior outcome of strut allograft-augmented plate fixation for the treatment of periprosthetic fractures around a stable femoral stem. Injury, 44, 1556-1560, 2013. A retrospective assessment of the outcome of 21 patients (17 females and 4 males) who sustained periprosthetic fractures around a total hip replacement system was reported in this study. 11 patients (average age 79 years; range 73-88 years) comprised the plate group and were treated by plate fixation alone (locking compression plates - lcp synthes, west chester, pa was used in 9 patients; low-contact dynamic compression plate - lcdcp synthes was used in 1 patient and a condylar plate - unknown manufacturer was used in 1 patient). A total of 5 patients in the plate group required revision surgery. Two patients had sustained refractures in which plate was fractured,1 patient suffered from construct instability with severe malalignment and 2 patients suffered infectious nonunion of the fracture. The 10 patients (average age 82 years; range 53-94 years comprised the ag group and were all treated by plate fixation (lcp synthes) and a deep frozen cortical strut allograft with cerclage cable/wire. None of the patients in ag group required revision surgery or suffered hardware failure or had infectious failure. A total of four deaths were recorded at the time of final followup, two in each group. 1 death in plate group and 2 deaths in ag group were due to unrelated causes. This is report 2 of 2 for (B)(4). This report is for an unknown - locking compression plate (lcp synthes) or low-contact dynamic compression plate (lcdcp synthes), which refers to 1 patient suffered from construct instability with severe malalignment and 2 patients suffered infectious nonunion of the fracture.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - locking compression plate (lcp synthes) or low-contact dynamic compression plate (lcdcp synthes)/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.